Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on january 25, 2018: it was reported that during an evlt procedure, the laser fiber melted to the sheath. The fiber and sheath were removed without any issues. The devices were set aside and new of the same were used to successfully complete the procedure. The patient was not harmed or injured due to this event. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was an a 65cm tre-sheath and fiber. A visual inspection of the tre-sheath noted damage below the sheath hub. The sheath also exhibited multiple kinks along the shaft. The gold tip was noted to be fractured off inside of the tre-sheath. The laser fiber was noted to be fractured approximately 36cm from the tip. The tre-sheath and the fiber both met manufacturing dimensional specifications. Functional testing of the returned devices was unable to be performed due to the condition of the samples. Per the manufacturing engineer for this product family, the tre-sheath was not melted, but appeared to be twisted. The "twisting" was able to be duplicated at room temperature. The returned fiber was received connected to the tre-sheath with the sheath lok. The only area of the fiber that should exhibit any elevated temperature is the distal tip tube where the energy exits the fiber, and that would remain positioned outside the distal end of the sheath until the sheath / fiber was removed from the patient's vein. The fracture of the fiber was not located near the sheath lok fitting which it where the break would have to be to if it was associated with the deformed sheath shaft near the hub area. If an attempt was made to remove the fiber from the sheath after it became twisted, it is very likely that the force required to remove the fiber through the twisted section of shaft caused the tip to separate from the fiber. The reported complaint description of the "sheath was melted" is not confirmed. However, the fiber and sheath did exhibit damage. The root cause for the damage is handling damage from the end user. It appeared that the sheath hub was rotated in a manner that resulted in damage to the sheath. Also, the appearance of the break in the fiber (no damage to the buffer where the break occurred) indicated the fiber was held in a secured fashion and potentially bent over an edge which created a stress point where the fiber broke. This most likely occurred after the fiber was used. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, trè-sheath are packaged in shipping tubes to prevent damage. The instructions for use, which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference(B)(4).